Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 100% stenosed target lesion located in the calcified and severely tortuous distal right coronary artery. The physician pre-dilated the lesion twice with an unspecified balloon catheter. Next, a 3.5 x 20 mm liberte stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the distal edge of the stent was lifted. It was noted "that it was possible that the stent came into contact with the calcified area". The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).